Event description:
Related manufacturer reference number: 2017865-2021-39953. It was reported that the patient's right atrial lead exhibited oversensing of noise. During the lead revision procedure, the physician noted sparking from the implantable cardioverter defibrillator while using electrocautery. Burn marks were noted on the device. The lead was capped and replaced while the device was removed and replaced on (B)(6) 2021.